Manufacturer narrative:
The customer reported that the device failed to deliver energy during cardioversion. No adverse pt impact was reported. Philips informed the customer that this unit has been out of support since (B) (6) 2006 and that replacement parts are no longer available. No further investigation is possible or warranted. The root cause of the malfunction cannot be conclusively determined because the device is out of support and cannot be repaired.

Event description:
The customer reported that the device failed to deliver energy during cardioversion. No adverse pt impact was reported.